Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the position of the lead was changed several times. Afterwards, the lead was found to be hanging in the position of the tricuspid valve. After the lead was removed, it was found that the helix would not fully rotate in. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage during use. The analyst noted the full lead was returned with the helix extended and the helix bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.